Manufacturer narrative:
Arjo could not pick up the mattress as it had been discarded by the hospital staff; as a result, no inspection of the mattress was conducted. The instructions for use (IFU 04.aav.00en) for the velaris mattress indicates the following: - "to avoid damage, do not expose the device to naked flames, such as cigarettes. This is especially important for the mattress. A leak in the mattress may propagate the fire." Additionally, the velaris mattress is equipped with a fire-retardant cover, tested according to bs7175 - british standard - flame retardant bedding for bedcovers and sheets. This standard ensures that the material is flame-retardant and delays the spread of fire; however, it can still catch fire under certain conditions. In the reported case, the fire was initiated by the use of a lighter. This indicates that the fire was caused by the misuse of an open flame near the mattress (against the IFU), not by the mattress itself. Arjo product did not cause the incident, but it was used for treatment when the event occurred. There was no indication that the system did not meet specification when the event occurred. The complaint was assessed as reportable due to the allegation that velaris mattress was set on fire. No injury was sustained. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about a velaris mattress fire. The customer reported that it was caused by patient error or misuse. The patient was involved in the incident, but neither the caregiver nor the patient sustained any harm from the fire or smoke. The circumstances remain unclear as to how the patient obtained a lighter and used it to ignite the mattress. It was confirmed that the patient was confused and, at times, unaware of their actions. No pump was installed on the velaris mattress.